Manufacturer narrative:
The concentrator reportedly ran a few hours then alarmed and is reported as hot. The concentrator has various service alarms and safety features. There is a high temperature compressor shutdown feature. If the cooling fan has become damaged in transport or handling the concentrator will alarm. Manufacturer is working to obtain product for inspection. MDR filed based on statement the device became hot.

Manufacturer narrative:
Initial (B)(4) issued mfg. Report #1525712-2011-00138. The device, concentrator, model #irc5po2v, serial #(B)(4) was returned for an inspection. The device was about a month old and had 5.5 hours of running time. The concentrator was powered on and set at 5lpm. The oxygen ran at o2=94.6%. After an inspection of the internal components, it was found that the wire connecting the fan was not connected. A check was added in the manufacturing process to ensure that the wiring would stay connected and is documented in (B)(4). This device is used for treatment but not diagnosis. (B)(4). The concentrator reportedly ran a few hours then alarmed and is reported as hot. The concentrator has various service alarms and safety features. There is a high temperature compressor shutdown feature. If the cooling fan has become damaged in transport or handling the concentrator will alarm. Manufacture is working to obtain product for inspection. MDR filed based on statement the device became hot.

Event description:
The unit ran for a few hours and then all the lights came on and the unit became very hot. No injury is alleged.

Event description:
The unit ran for a few hours and then all the lights came on and the unit became very hot. No injury is alleged.